Event description:
It is reported that the lens was explanted due to a scratch found on the lens during post-examination. Patient is doing well following removal of lens.

Manufacturer narrative:
(B)(4). The lens was received cut in half from the customer for evaluation. A visual inspection was performed finding two cuts on each side of the lens near the edge, which appears to be caused during handling. There were no visible scratches found on the lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.